Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the centrifugal pump console. The incident occurred in bad krozingen, germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that fuse of a centrifugal pump console blown out immediately during priming. There was no patient involvement.

Manufacturer narrative:
As per follow up with the customer, water has flowed over the machine (competitor), which probably damaged the device. This overfill caused the tripping of the fault current circuit breakers (fi) of the operating room that led to the livanova scp fuse blowing. Therefore, the issue was solely caused by user error. Events solely caused by user error, with no other performance issue and with no patient impact. The event has been re-assessed as not reportable. Livanova will keep monitoring the market. This report was due on november 22, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 19, 2023, before this report was ready to submit. The report was prepared and submitted following restoration of the livanova systems.

Event description:
See initial report.